Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, emotional distress and increased intraabdominal pressure. It was also reported that the plaintiff experienced bladder infection, atrophia vaginal and vulvar changes, frequency, urgency, urinary tract infection, and dysuria. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4).